Manufacturer narrative:
(B)(4). Date sent: 9/5/2024 d4: batch #372c76 b3: only event year known: 2024 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with the left gripping surface broken off making the reload nonfunctional and it was returned inside a plastic bag. In addition, the reload had the proximal 34 drivers up and the swing tab in the locked position. No functional testing was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 372c76, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Please provide more details for "cartridge doesn't fired well"? 2. Did the reload lockout and would not work? 3. Did the reload begin to staple and cut, but then jammed? 4. Did the device staple? 5. If the device staple, was the staple line complete? 6. If the device staple, what was the shape of the staples (b-formation, irregular, legs straight)? 7. Did the device cut? 8. If the device cut, was the cut line complete? 9. Were the cut line and staple lines equal? 10. Did the device staple, but there was no cut line? 11. Was the device fired across a staple line? 12. Could you please clarify if there were any patient consequences? 13. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure the cartridge doesn't fired well. No patient consequence reported.